Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4)implanted: (B)(6) 2008, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer representative that they were not feeling stimulation when the battery was turned on. The patient stated he had it up to 6 and when he turned it up he felt a painful stinging at the lead site. The patient was advised to keep stimulation off until they could be seen on (B)(6) 2015. At their appointment on (B)(6) 2015 the manufacturer representative checked impedances and all electrodes except for 1 and 8 were greater than 10,000ohms. The patient was working with their implanting surgeon to schedule a revision but no date had yet been set. The indications for use were failed back surgery syndrome and spinal pain.